Manufacturer narrative:
Results: photos and samples were returned from the customer in support of this complaint. Returned materials and photos showed reported defects. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6011688. Conclusion: the root cause was most likely caused by a timing issue on the equipment which inserts the stopper. This tends to be a transiet issue which affects relatively few assemblies at any one time.

Event description:
It was reported that a 16 x 100 mm x 8.5 ml bd vacutainer® sst ii plus plastic serum tubes had broken caps. There was no report of medical intervention or serious injury.